Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak occurred one minute after the start of a patient¿s hemodialysis treatment. It was reported that no visible blood leak was observed. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak occurred one minute after the start of a patient¿s hemodialysis treatment. It was reported that no visible blood leak was observed. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Concomitant medical product therapy date.

Manufacturer narrative:
Plant investigation: complaint device returned to manufacturer for physical evaluation. Returned sample subjected to a laboratory bubble point test. No leaks detected. Dialyzer disassembled for further investigation. No damages or irregularities noted and complaint is unconfirmed. During lot history review it was noted that there were seven other complaints reported against the lot. Each complaint addresses a blood leak; four address external leaks, one addresses a blood leak and it is unknown if it was internal or external, and two complaints address an internal blood leak (no samples). The nc/CAPA decision tree was completed and trigger limit has not been exceeded for this lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The investigation into the complaint was unable to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer blood leak occurred one minute after the start of a patient¿s hemodialysis treatment. It was reported that no visible blood leak was observed. The fresenius machine, a 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and the patient¿s blood was not returned. The estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a different machine after re-setting up supplies. The dialyzer was reported to be available to be returned for manufacturer evaluation.